Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, leaks, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted (unknown setting) on (B)(6) 2020 via l-p shunt to treat snph (secondary normal pressure hydrocephalus). The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On the (B)(6) 2020, the valve was observed in an inverted position (no patient clinical signs) on (B)(6) 2020, a surgery was performed to place the valve to the original position. At the operation, as it was found the valve was obstructed and it was replaced to a new one.